Event description:
It was reported that the left ventricular (lv) lead impedance was high. It was also noted that the lv thresholds were a little high, but that this was not new. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305c25 tissue valve, implanted (B)(6) 2007. (B)(4).